Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece of the device fell into the pt and had to be retrieved through the trocar. Another device was used to complete the procedure. There was no pt consequence.